Event description:
It was reported that the customer was hospitalized with low blood glucose of 20 mg/dl. The customer's symptoms included perspiration, trembling, dizziness, and confusion. The customer perceived the cause of low blood glucose as having been the reversal of am/pm basal rate insulin delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.